Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: l.ant resec w/end-end anast. According to the reporter: the sulu did not fire completely. Additional tissue was resected. Another device was used to complete the procedure.